Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 385 mg/dl. It was reported that the insulin pump delivered too much insulin. They were able to bring up the insulin and later treated it with shots. Customer had alleged that insulin pump was over delivering. The devices will not be returned for analysis.